Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the exact cause of the minor narrowing in the distal end of the left limb leading to left limb occlusion and leg pain could not be conclusively determined from the pre-implant films provided. The films at implant and films during the secondary intervention were not provided. It is possible that implanting the stent graft in a small left common iliac artery and pre-implant thrombus may have contributed. Pre-implant cta's showed that the left common iliac artery was small, measured ~ 8 mm in diameter, and that there was significant amount of thrombus within the aneurysm sac. The limb occlusion may have also been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 56 mm in diameter abdominal aortic aneurysm. The aorta at the renal artery measured 19 mm in diameter. The proximal aortic neck measured 24 mm in length and had a 35 degree angulation. There was moderate vessel tortuosity. It was reported that, approximately one month post index procedure, the patient presented emergently with leg pain. An angiogram revealed that the left iliac endurant limb was occluded. The physician elected to perform a thrombectomy to remove the clot. The patient still had a residual clot after the procedure but had a pulse. The event was resolved. The physician noticed a minor narrowing in the distal end of the stent graft during the intervention and believed the cause of the event was due to narrowing in the endurant ii stent graft limb. No additional clinical sequelae were reported and the patient is fine.